Manufacturer narrative:
Refer to report # 3004209178-2014-05311 for details regarding the previous device and explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the previous device was replaced with a 2x8 paddle and new sensor. It was stated the patient suddenly lost stimulation in their face where stimulation was supposed to be. The rep saw the patient post-op and attempted reprogramming. They were able to get some facial coverage, but the patient was also getting shoulder, arm, and hand stimulation. The rep also mentioned the patient had pain at the incision site. The patient was demanding more pain medication and it was unclear what the patient¿s intentions were because of their behavior. The patient was told by a healthcare professional their medicine would be pulled if the ins was effective. The rep was going to attempt reprogramming on 2017-sep-07. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported a 2x8 paddle and new sensor were implanted. It was stated the patient suddenly lost stimulation in their face where stimulation was supposed to be. The rep saw the patient post-op and attempted reprogramming. They were able to get some facial coverage, but the patient was also getting shoulder, arm, and hand stimulation. She was having a lot of post operation incisional pain. The programming went pretty well. The rep was able to get some facial coverage. The rep would continue to do follow up as swelling and incisional pain heal. The patient was demanding more pain medication and it was unclear what the patient¿s intentions were because of their behavior. The patient was told by a healthcare professional their medicine would be pulled if the ins was effective. The rep was going to attempt reprogramming on (B)(6)2017. No further complications were reported. Additional information was received from the manufacturer representative. The reason for stimulation in the wrong locations was unknown, and was possibly due to lead positioning. Reprogramming has not resolved the issue. The patient was not willing to let the device run for any length of time to see if it gives any relief. The patient¿s weight was unknown. Additional information was received from consumer on 2017-09-13. It was reported that therapy was not working and the patient was in pain. The caller states she has to turn stimulation up high to feel anything and was wondering if this means she needs to have a revision surgery. The patient was redirected to their healthcare provider. The patient¿s weight was unknown. No further complications were reported. See reg report #3004209178-2017-18820 for MDR filed in related file.